Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/ expulsion/ migration/malposition of essure device location of device: uterus') and genital haemorrhage ('after the insertion, I continuously bled, I bled continuously') in an adult female patient who had essure (batch no. 901326) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and menstruation irregular ("irregular menstrual cycle"). On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/chronic/dysmenorrhea (cramping)"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), cyst rupture ("other injury(ies) or complication (s) please describe: ruptured cyst"), anaemia ("anemia") and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral rem). Essure was removed on (B)(6)2013. At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, urinary tract disorder, cystitis, vaginal discharge, vaginal infection, vaginal haemorrhage, menorrhagia, cyst rupture, anaemia, menstruation irregular and pelvic pain outcome was unknown. The reporter considered anaemia, cyst rupture, cystitis, dysmenorrhoea, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for migration, perforation, bladder/urinary problem : yes. The number of expanded coils that appeared trailing into the uterine cavity was 14, the number of expanded coils that appeared trailing into the uterine cavity was 17. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received. Events per pfs: vaginal bleeding, menorrhagia, cyst rupture, anemia, irregular menstruation, genital bleeding were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/ explusion/ migration/malposition of essure device location of device: uterus/displaced contraceptive coils from tubes into the uterine cavity') and genital haemorrhage ('after the insertion, I continuously bled, I bled continuously') in a 34-year-old female patient who had essure (batch no. 901326-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included depo provera. The patient's medical history included stroke and morbid obesity. On an unknown date, the patient started depo provera at an unspecified dose and frequency. In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/irregular menstrual cycle(after insertion I continuously bled. I bled continuously for one year)") and menstruation irregular ("irregular menstrual cycle"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/chronic/dysmenorrhea (cramping)") and cyst rupture ("other injury(ies) or complication (s) please describe: ruptured cyst"). On (B)(6) 2012, the patient experienced pelvic pain ("pain") and abdominal pain ("abdominal pain"), 1 year after insertion of essure. On an unknown date, the patient experienced urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and anaemia ("anemia"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, urinary tract disorder, cystitis, vaginal discharge, vaginal infection, cyst rupture, anaemia and menstruation irregular outcome was unknown and the vaginal haemorrhage, menorrhagia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anaemia, cyst rupture, cystitis, dysmenorrhoea, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for migration, perforation, bladder/urinary problem : yes. The number of expanded coils that appeared trailing into the uterine cavity was 14, the number of expanded coils that appeared trailing into the uterine cavity was 17. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , menorrhagia, dysmenorrhea, anemia, uterine perforation. Lot number ( 901326 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/ expulsion/ migration/malposition of essure device location of device: uterus/displaced contraceptive coils from tubes into the uterine cavity') and genital haemorrhage ('after the insertion, I continuously bled, I bled continuously') in a 34-year-old female patient who had essure (batch no. 901326-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included depo provera. The patient's medical history included stroke and morbid obesity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient started depo provera at an unspecified dose and frequency. In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/irregular menstrual cycle(after insertion I continuously bled. I bled continuously for one year)") and menstruation irregular ("irregular menstrual cycle"). In (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/chronic/dysmenorrhea (cramping)") and cyst rupture ("other injury(ies) or complication (s) please describe: ruptured cyst"). On (B)(6) 2012, the patient experienced pelvic pain ("pain") and abdominal pain ("abdominal pain"), 1 year after insertion of essure. On an unknown date, the patient experienced urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and anaemia ("anemia"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, urinary tract disorder, cystitis, vaginal discharge, vaginal infection, cyst rupture, anaemia and menstruation irregular outcome was unknown and the vaginal haemorrhage, menorrhagia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anaemia, cyst rupture, cystitis, dysmenorrhoea, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for migration, perforation, bladder/urinary problem: yes. The number of expanded coils that appeared trailing into the uterine cavity was 14, the number of expanded coils that appeared trailing into the uterine cavity was 17. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , menorrhagia, dysmenorrhea, anemia, uterine perforation. Lot number (901326) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/ explusion/ migration/malposition of essure device location of device: uterus/displaced contraceptive coils from tubes into the uterine cavity') and genital haemorrhage ('after the insertion, I continuously bled, I bled continuously') in a 34-year-old female patient who had essure (batch no. 901326) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included depo provera. The patient's medical history included stroke and morbid obesity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient started depo provera at an unspecified dose and frequency. In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/irregual menstrual cycle(after insertion I continuously bled.I bled continuously for one year)") and menstruation irregular ("irregular menstrual cycle"). In (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)/chronic/dysmenorrhea (cramping)") and cyst rupture ("other injury(ies) or complication (s) please describe: ruptured cyst"). On (B)(6) 2012, the patient experienced pelvic pain ("pain") and abdominal pain ("abdominal pain"), 1 year after insertion of essure. On an unknown date, the patient experienced urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and anaemia ("anemia"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, urinary tract disorder, cystitis, vaginal discharge, vaginal infection, cyst rupture, anaemia and menstruation irregular outcome was unknown and the vaginal haemorrhage, menorrhagia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anaemia, cyst rupture, cystitis, dysmenorrhoea, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for migration, perforation, bladder/urinary problem : yes the number of expanded coils that appeared trailing into the uterine cavity was 14, the number of expanded coils that appeared trailing into the uterine cavity was 17. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , menorrhagia, dysmenorrhea, anemia, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: pfs received. Concomitant drug added. Event outcome updated. Event: abdominal pain added. Fu 5 & 6 were processed together on 10-dec-2019: pfs and mr received. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/ expulsion/ migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)/chronic"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, dysmenorrhoea, urinary tract disorder, cystitis, vaginal discharge and vaginal infection outcome was unknown. The reporter considered cystitis, dysmenorrhoea, urinary tract disorder, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: received treatment for migration, perforation, bladder/urinary problem: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Reporter information added. Previously reported event injury to herself were updated to dysmennorhea (cramping)/chronic, perforation/ expulsion/ migration, urinary problem, bladder infection, vaginal discharge, vaginal infection. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.